Manufacturer narrative:
(B)(4) no longer applied.

Event description:
Additional information received from the hcp reported that the bacteria susceptible to quinolones happened several months after implantation. It was considered not to be related to the device or therapy. The patient¿s symptoms and issue resolved.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient was having return of symptoms /loss of therapy and thought implantable neurostimulator (ins) was off. She had increased stim from 2.1 to 2.3. The event occurred on (B)(6) 2016. Patient services reviewed patient programmer (pp) buttons and ins on/off. Five days later, the healthcare provider (hcp) reported troubleshooting included the ins was ¿queried¿ and voltage was increased. The urine test showed bacteria susceptible to quinolones. Treatment included antibiotic therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.